Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 at 09:17 am she activated a new pod and her blood glucose and insulin history is as follows: see scanned table. At 1:50 am the pod was deactivated and she noticed the cannula was bent.